Event description:
It was reported that this implantable lead exhibited high out of range pacing impedance measurements. This out of range measurements were noticed while reviewing the history of the systems that had been implanted on the patient and was associated to a previously implanted device. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. This out of range measurements were noticed while reviewing the history of the systems that had been implanted on the patient and was associated to a previously implanted device. This lead remains in service. No further adverse patient effects were reported.